Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Investigation / results: one narrow right angle large hex driver tip (rash3n) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instruction for use and risk files. Functional testing was not performed since the device was not returned. Pre-existing patient condition reported was physical handicap. Device history record (DHR) review was completed for the subject lot number (1181032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1181032) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product was not returned and the exact details of event are non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Email address was not provided.

Event description:
Doctor reported that the patient has swallowed the driver. Patient presented a physical handicap and the position was not good when doctor performedthe procedure. The patient went to the hospital and confirmed is fine.